Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6fr sheath in the common femoral artery. Following the deployment, the patient experienced a vagal response and shortness of breath. Narcan was administered and the patient was discharged the following day. Three days later the patient returned to the hospital after feeling and hearing a "pop" in the groin and experiencing chest pain. The patient was re-admitted to the hospital where an ultrasound showed an "av" fistula. The physician involved believes the "av" fistula was not caused by the duett, but rather resulted from the patient's unusual anatomy (the vein was superimposed on top of the artery). Treatment consisted of manual compression and a femstop. A vq lung scan was performed and showed a pulmonary lobe embolus. Treatment for the embolism consisted of coumadin and lovenox. The patient was discharged and no further complications were reported.